Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient revised due to failed acetabular liner. Components not revised: profemur z hip stem pha0xxxx, lot: ni. Lineage acetabular shell 54mm 36xx0054, lot: ni.